Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent ventricular undersensing as noted on the stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.